Event description:
It is reported that a customer experienced high blood glucose of 640 mg/dl. The patient does not recall any significant events that may have led to the high blood glucose. The patient was hospitalized at (B)(6) medical center on (B)(6) 2014 at 2 pm. Name of individual reporting the incident was (B)(6). The patient was treated with an IV and was wearing her insulin pump during her stay at the hospital. The patient does not want assisted with trouble shooting but just wants the insulin pump replaced. A new insulin pump was sent to the customer. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No moisture damage found on the electronic assembly, motor, battery tube, vibrator or keypad assembly. The device was received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.